Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, wear abrasion and two openings (curved) on the anterior. Leak test and microscopic analysis were performed which identified: one opening crease (sharp) on the anterior and one opening (sharp) on the anterior. A dimension measurement in the shell was performed which identified the thickness within specification. The fill test inspection was performed, with the result of no blockage. Based on the device analysis the final assessment is one crease (sharp) opening on the anterior due to fold flaw opening, a sharp opening due to an unidentified(tear) opening, and creases that are observed but have no relationship with manufacturing.

Event description:
Health professional reported right side "noted partial deflate with fold flaw". Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported right side "noted partial deflate with fold flaw". Device was explanted.